Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history records was performed and no complaint related issues were found. Manufacturing evaluation revealed that the device was received with the head broken off. Visual inspection showed that the hexagonal tip was completely broken off. The microscopic view of the broken surface did not show any anomalies of material structure. The base diameter of the shaft met specifications, and the device passed the required torque test during manufacturing. No manufacturing related fault could be found. The complaint is deemed invalid from a manufacturing standpoint.

Event description:
It was reported that during a posterior lumbar fixation with pedicle screws at l5-pelvis, the tip of the screwdriver broke off inside the head of the screw and became stuck. A small piece from a rod was put into the head of screw to give leverage and lock the head in place in order to back out the screw. The screw was removed and a smaller screw was placed at the pelvis. At the sacral level, another screwdriver was used to place the pedicle screw, when the tip of the screwdriver broke off. A piece from a rod was used to back out the screw. Another sized screw was placed at the sacral level. The surgeon completed the procedure. This report is on the second screwdriver. This is report 2 of 2 for this event.